Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences. During visual inspection, it was observed that the inflation balloon legs were flared outwards, stuck inside the sheath housing. A tear was noted in the crimp balloon, proximal to the I/c bond. Minor gouging was seen on the flex tip. Once it had been removed from the sheath housing, the device was able to be pulled to the valve alignment marker and locked. Full flex was also able to be used. Double wall thickness of the crimp balloon proximal to the observed tear was measured. Of note, the area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon double wall thickness was found to be within specification. No images were provided from the case. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed based on visual inspection of the returned device. A lot number for the device was not provided, therefore, DHR and lhr reviews could not be performed. A review of complaint data for november 2017 revealed that the complaint rates for the trending categories ¿withdrawal difficulty¿ and ¿damaged¿ did not exceed control rates. The IFU and training manuals were reviewed and no deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. The site reported that ¿the balloon/valve did not inflate at all¿ when deployment was attempted in the annulus. Because there was no report of de-airing difficulty with this device, it is likely that the balloon tore proximal to the I/c bond following insertion into the patient. Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented. Residual volume left in the balloon may contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. It was noted in the event description that valve alignment was performed in a straight section of the aorta. However, if valve alignment were performed at a bend or angle, it could also have resulted in increased forces being applied to the bond area. Performing valve alignment at a bend or angle can cause the thv to unseat (noncoaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Although valve alignment difficulty was not reported, as noted during visual inspection, there were gouges on the flex tip that suggest diving occurred. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The valve was returned separated from the delivery system and no imagery was provided for review, so the exact conditions of removal cannot be determined. Review of complaint history indicates that patient/procedural factors may have contributed to the reported difficulty. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. Additionally, calcification in the access vessel can cause the valve to become stuck during removal. If the thv is not flush against the flex tip, this can increase removal difficulty. The flex tip stabilizes the valve during advancement and retrieval. If the two components are not flush against one other, the valve can become non-coaxial with the delivery system and sheath, which may make it difficult to remove. Withdrawal of a torn balloon can cause the inflation balloon legs to become stuck on the tip of the sheath during removal. Additionally, the flared legs can become bunched or folded during withdrawal through the sheath, increasing the difficulty of removing the system. As such, it is likely that patient/procedural factors contributed to the reported events. However, based on available information, a definite root cause cannot be determined at this time. The reported events are anticipated risks of the transcatheter heart valve procedure.  A review of the risk management documentation (afmea 44482 rev. P) for the thv becoming axially misaligned with the flex tip during valve alignment ¿ difficult to advance thv during alignment ¿ exchanging the device, inability to withdraw the delivery system with crimped/undeployed thv, balloon not fully inflated ¿ thv not deployed/seated properly ¿ thv does not embolize, and balloon bursts ¿ cannot retrieve device back through sheath were performed.  Potential hazard/harms severity classification is 2, 3, 3, and 4 respectively, and includes: procedural delay/prolonged procedure/delay in monitoring and/or treatment, additional intervention (percutaneous), paravalvular leakage (moderate), and additional intervention (surgical).  In this case, the device had to be removed from the patient surgically. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in an edwards pra. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate does not exceed the control limits, no further escalation is required at this time. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limit for the trend category, no product risk assessment (pra) is required at this time. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 29 mm sapien 3 tavr case by tf approach, valve alignment was performed in a straight section of the aorta and nothing unusual was noticed. Once the valve was positioned in the annulus, rapid pacing and valve deployment were started; however, the balloon did not inflate. The delivery system was pulled back, but attempts to retrieve the valve back into the esheath failed. The system had to be removed surgically and the patient was converted to open heart surgery. The operation went well and the patient was in stable condition post op.